Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Patient reported "concerned about information stating this type of implant can lead to breast cancer", "pain, burning sensation and discomfort", "folding of the implant" and "breast feels bruised and painful to touch". Later healthcare professional reported "pain" and capsular contracture, baker grade iii. This record is for the left side. Device has been explanted.